Event description:
The donor reports a reddish, itchy exanthema that appeared almost all over the body on (B)(6) 2026. The last donation took place on (B)(6) 2026. On (B)(6) 2026, he consulted his general practitioner, who prescribed a topical ointment and oral xyzal. The exanthema resolved completely by on (B)(6) 2026. No additional information provided.